Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "ec345" was reproduced. A review of the event history log revealed "system error 345 - thermistor disparity" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream thermistor which was out of specification. The force sensor required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.